Event description:
(B)(4). Developed eczema type rash over my right eye without any itching or spreading. I would have "phantom itching" - itching all over my body without a rash or mark of any sort. Heavy menstrual bleeding. Severe back pain. Off an and on "fog brain" and unable to stay on task. Belly swelling/bloating. Diagnosed with fibroids and adenomyosis. Provided by approved out of network provider. Resulted in total hysterectomy and salpingectomy.